Manufacturer narrative:
Event date: 2021. Initial reporter: phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 170h, an external dialysate leak was observed from the dialysate port. There was patient involvement however, there was no patient injury nor medical intervention. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.